Manufacturer narrative:
The insulin pump was received with no button response due to flattened b, act, esc, down, and up button dome switches. We inspected j2 on the lcd connector and no unlocked connector was noted. The pump had a stripped battery cap coin slot, a cracked case at the display window corner, cracked battery tube threads, and a minor scratched display window.

Event description:
The customer reported via phone call that she was unable to remove the battery cap on the insulin pump. Customer's blood glucose was 90 mg/dl at the time of the incident. Customer stated that the large screwdriver made a scratch when she tried to remove the battery cap. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.